Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that device will not power up. The user attempted to resolve by changing the battery with known good batteries with like results. The user confirmed the battery was properly seated. There was no patient involvement at the time of the event, therefore no patient or user health consequences or impact occurred.

Manufacturer narrative:
Product information updated.

Manufacturer narrative:
Device problem code updated.